Event description:
High pressure contrast injection line "blew apart at 900psi" spraying blood on lab personnel. Hospital was using medrad provis model injector. Settings of "900 psi, 30 for 15." There was no pt injury.